Event description:
On (B)(6) 2012, a pt was being treated for a thoracic aortic aneurysm using a competitor's stent graft. Access was gained from the abdominal aortic due to the diseased and calcified peripheral vessels. During the procedure, the pt developed a peripheral embolism due to the thrombus. A femoral to femoral bypass was performed using a thin-walled fep ringed gore-tex stretch vascular graft with removable rings. It was reported to gore that once blood flow was restored after removing the clamp, bleeding was observed from the graft surface. It was stated that the bleeding was from the area that the physician removed the removable rings. The bleeding was treated with tachosil tissue sealing sheet but the bleeding did not stop. The bleeding graft was partially resected and anastomosed end to end. The pt received a blood transfusion. The blood loss was less than 1l. The pt tolerated the procedure.

Manufacturer narrative:
A review of the manufacturing records for the device verified that the lot met all pre-release specifications.